Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline devices failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm in the ophthalmic segment. The max diameter was 8mm, and the neck diameter was 6mm. The patient's vessel tortuosity was severe. The landing zone was 3.3mm distal and 4.4mm proximal. It was reported that the pipeline was positioned and when the doctor tried to deploy it, the distal end would not open. It was recaptured twice, but it still would not open. A second device was tried, but that also would not open. A third device was used which finally opened. The doctor thought that the vessel tortuosity contributed to the devices not opening. The middle part had been placed in a bend, and more than 50% had been deployed when the devices failed to open. The pipelines were each resheathed two or less times. No additional steps were taken to open the devices. Angiographic results post procedure were said to be good. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).